Event description:
It was reported that during a left hemicolectomy procedure, the device stopped working. The device was cleaned in sterile water and the blade fell off. Another device was used to complete the procedure. The blade portion was discarded. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.